Event description:
Info received indicates the left head siderail will not latch into the raised position.

Manufacturer narrative:
The tech found the siderail strap was bent which prevented the siderail from latching. The tech straightened the siderail strap to repair the bed.